Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product samples were received for evaluation. Visual and functional testing were performed. Six (6) used samples outside its original package received for investigation. One sample could not get blood out of intravenous (IV) site. Photo is attached for investigation. Returned sample were visually inspected by quality engineer, according to procedure. It was observed on one returned sample came in out of the part and loose during decontamination process. As one sample did not have the part number. Only five (5) of returned samples were tested for water leak test according procedures. The results found no leakages were observed on the returned samples and no bubbles or air were noted on the syringe used to test the five (5) samples. The root cause of the reported issue could not be confirmed. An awareness meeting with operators and quality inspectors about the failure mode reported on this complaint was held and documented. Unique identifier are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that when a specimen was being obtained through the sample port, air was noted in syringe. All the connections were tight. The reporter was notified of the reported issue on three (3) different patients, unsure of day. Additional four (4) more reports were received by reporter. No patient injury was reported.